Manufacturer narrative:
Batch record review of lot c317 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected; however, CAPA's (B)(4) are already opened to investigate pto leaks. Service order (B)(4) still pending. The pressure dome was the only part of the kit that was returned. No smart card accompanied the pressure dome. The returned part was received for analysis and tested. Testing determined that the system pressure dome was not installed correctly. Operator error was the cause of the leak and not a problem with the kit. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a blood leak from the pressure dome. Customer states that she had other nurses check the kit installation and nothing was found wrong. There were no alarms during prime; 10 - 15 minutes into the patient treatment, a blood leak occurred from the collect pressure dome. Customer aborted the treatment and the patient blood loss was approximately 204ml. The male patient is an in-patient and will be closely monitored, the patient received a unit of blood yesterday due to his hematocrit being 23%. Customer stated the patient will be given one unit of blood today due to the blood loss experienced during this treatment. The patient is stable, no cbc was drawn after the blood leak, they used 10,000 units of heparin in a 500ml bag of normal saline set at 10:1 ratio, the patient platelet count is 10,000 and no platelet transfusions were ordered. Service order (B)(4) was dispatched. Customer returned product for investigation.